Manufacturer narrative:
Event date, implant date and explant date are approximated since exact dates are unknown.

Event description:
It was reported that there was a device related thrombus. In (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completely successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure a transesophageal echocardiogram (tee) was performed. The imaging showed that there was a thrombus on the closure device. The patient was administered a drug regime of marcumar, aspirin, and clopidogrel. The aspirin was ended due to bleeding. In (B)(6) 2020 the patient was admitted to the hospital and a tee was performed to analyze the thrombus. The imaging showed that the thrombus had increased in size. The patient was transferred to a cardiovascular surgery hospital. The patient underwent surgery where the closure device was removed and the laa was surgically closed. The patient made a full recovery and was doing fine following these events.